Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose of 496 mg/dl. The customer's current blood glucose is 396 mg/dl. Customer stated that the insulin pump did not gave any alarm or error to him and it was not safe to use because it was not giving him enough insulin. Customer experienced nausea and vomiting because of that high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will be returned for analysis.